Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #405a, serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibited mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The first fiber was reportedly experiencing, ¿console blocked stays in waiting modus" during a prostate procedure, at 32528 joules and 5:35 minute of lasing time. The fiber was exchanged; the second fiber was reportedly experiencing "generator stops spontaneously once in a while¿ at 158162 joules and 19:30 minute of lasing time. From the descriptions it appears that the fiberlife function was activating. The fiber was exchanged and the case completed. Patient outcome: ¿no damaged to the patient¿ reported. This report is for the first fiber.